Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were episodes of high impedance, decreased sensing, and a loss of capture on the right ventricular (rv) lead. The lead was capped and replaced and the device was electively explanted and replaced. Following the procedure, the patient was stable.